Manufacturer narrative:
A partial lead was returned with the separate connector pins for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
Following fields deleted: -explant date. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when the patient presented for routine follow-up, review of a vf episode showed noise on the lead after therapy delivery. The device started to recharge due to the noise, but stopped and return to sinus was diagnosed. Intermittent decreased impedance measurements were trended for the last several months. Close monitoring was recommended. No further information is available at this time.